Event description:
It was reported that the c-arm on the 9600+ system will not boot up. The workstation boots ok but not the mainframe. It was also noted that the workstation key was broken. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the sram card along with the workstation key. The system was tested and found to be working as intended and placed back into service.